Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The initial report was incorrectly filed against the lancets rather than the lancet device. This report corrects the suspect device and provides investigation results.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.